Event description:
It was reported to philips that images were not being displayed on the monitor. The system was in clinical use. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and the treatment was completed as planned. The philips field service engineer (fse) inspected the system onsite and was unable to confirm the reported problem since the customer had already resolved the problem on their own. The fse confirmed that the device was working as intended and there was no further action performed by philips. The codes were updated based on the investigation outcome.